Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and severely calcified proximal left circumflex (lcx) artery. A 2.50x16mm promus element ¿ stent was selected; however the device was unable to cross the target lesion. It was noted that the shaft was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and severely calcified proximal left circumflex (lcx) artery. A 2.50x16mm promus element ¿ stent was selected; however the device was unable to cross the target lesion. It was noted that the shaft was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 197mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with te stent profile. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).